Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. The fse ran the iabp for nine days without reproducing the reported issue. The fse replaced the coil cable as precautionary measure and ran the iabp for an additional five days with no issues. All functional and safety tests were performed and passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that while in use on a patient, the operation of the cardiosave intra-aortic balloon pump (iabp) stopped when the main body was removed from the cart before getting on the ambulance while the battery was running, and the screen was in the initial state. When the power was turned on again, it returned to normal and continued treatment. There was no harm or injury to patient and no adverse event was reported.